Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a loose grip cable at the proximal end. As a result of the loose grip cable, the instrument failed initialization test and jaws not to open and close properly. The instrument was found to have failed during initialization based on both the log review and during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. Review of the instrument logs verified 5 homing failure errors and 4 blade jammed errors. The logs displayed four "cut fail" error, four "blade jammed" error and five "home fail" error. The loose grip cable at the proximal likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases. The instrument was found to have a grip torque is outside the expected range on usm4 error. Error code, strong grip, low torque was also seen, indicating that the instrument exhibited low torque during use, which typically results in a sealing malfunction. The logs displayed one error "strong grip fail". Initialization test was bypassed and hard grip force test performed. The instrument failed grip force test "1.98222655". The confirm grip force range was between 4.25 lbs. And 8.75 lbs. At the straight orientation. Low torque errors are often caused due to a loose grip cable in the proximal end. The instrument was found to have thermal damage on the housing. The housing appeared to be warped, likely caused by autoclaving the instrument. The housing appears not fully seated on the lower chassis. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A loose grip cable can prevent the grips from fully closing, leading to the instrument failing self-test/homing (initialization) or causing low torque errors.

Event description:
It was reported that during da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument was installed on the arm and the system showed the blade may be exposed. The instrument was taken out and found the vse blade was in the middle of the jaw. The procedure was completed with no patient harm.